Event description:
It was reported that at the end of the surgery, the employee discovered that the zimmer pulsavac plus was very warm and when he wanted to remove the batteries they were melted. There were projections in the room. There was no patient in the room at the time of the event and there was no harm to the employee. Additional clinical information received indicated that the nurse received some projections but there was no consequences to the nurse. No further clinical information was received at the time of this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.